Event description:
It was reported that a shocking or jolting sensation occurred following some form of trauma. There was heavy lifting at job (lifting kids, 200 lbs) and ever since the pt injured her shoulder she reported experiencing shocking. The location of the shocking was the perineum. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).